Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to the lcd not operating as intended intermittently. The most probable cause for the remove and reattach cassette alarm was due to the latch lock flex sensor not operating as intended. The most probable cause for the pump losing its settings was due to the battery being removed from the pump for a prolonged amount of time, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the pump alarmed with a blank screen. The batteries were removed, and the pump continued to alarm and displayed to reattach the cassette and all data and settings were lost. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.